Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 50% stenosed, 2.5x12mm lesion being treated was located in the mildly tortuous, mildly calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x12mm maverick balloon. Two unspecified size taxus liberte stents were implanted. The very distal edge of one of taxus liberte stents was being post dilated with an unspecified size quantum maverick balloon. The balloon was being inflated to approximately 12 atms when the balloon slid forward and dilated the mid vessel distal to the stent (outside of the stent) and a vessel dissection was noted. The physician implanted another stent to treat the dissection. No further patient complications were reported and the patient's status is fine.